Manufacturer narrative:
Correction: the device was explanted on (B)(4), 2010; not (B)(4), 2010 as previously reported.this report is filed (B)(4), 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2010. The reason for explantation was not reported. The patient was reimplanted with a device from another manufacturer on (B)(6), 2010. Additional information has been requested, but has not been provided as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4)